Event description:
It was reported that the pacemaker went into safety mode. The patient was brought into the emergency department and an echocardiogram was performed showing the patient with an ejection fraction (ef) of forty percent. Subsequently, the decision was made to upgrade the patient to a cardiac resynchronization therapy pacemaker (crt-p). The patient underwent a revision procedure and the pacemaker was explanted and replaced with a crt-p and a new left ventricular (lv) lead was implanted without complication. No additional adverse patient effects were reported.

Event description:
It was reported that the pacemaker went into safety mode. The patient was brought into the emergency department and an echocardiogram was performed showing the patient with an ejection fraction (ef) of forty percent. Subsequently, the decision was made to upgrade the patient to a cardiac resynchronization therapy pacemaker (crt-p). The patient underwent a revision procedure, and the pacemaker was explanted and replaced with a crt-p and a new left ventricular (lv) lead was implanted without complication. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode and determined it had undergone resets and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.